Event description:
It was reported the customer had scroll wrap notification issue on the insulin pump. The customer's blood glucose level was 142 mg/dl. The troubleshooting was performed. The customer was request to exchange instead for a different insulin pump with the correct programming to avoid being able to scroll down like that beyond zero. The customer was advised that we would sent the request thru to local office.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.